Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a perforation with slight pericardial effusion due to the right ventricular lead. A procedure to reposition the lead was attempted but the lead was explanted and replaced due to helix repositioning issues. The patient was stable.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.